Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that before initiating intra-aortic balloon (iab) therapy, a defective guidewire was found while opening the package. Iab was replaced. There was no reported injury to the patient.

Event description:
It was reported that before initiating intra-aortic balloon (iab) therapy, a defective guidewire was found while opening the package. Iab was replaced. There was no reported injury to the patient.

Manufacturer narrative:
The iab product kit was returned unused intact and sealed. The insertion kit was returned opened. No blood was visible on the insertion components. The returned guide wire was found to be unraveled near the j-tip. A visual examination of the provided photo was also performed. The evaluation of the returned product and provided photos confirms the reported problem. We were unable to determine how this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint #(B)(4); record ID (B)(4).